Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue. The device had physical damage consistent with being dropped.

Event description:
The manufacturer received info alleging a prong on the ventilator's power cord was broken off. The device was not in patient use.